Manufacturer narrative:
(B)(6).

Event description:
While the unit was being stored at the warehouse, it started up by itself without anyone touching it nor was the power cord connected. Right after the unit started up automatically, it shut down. There was no patient involvement.